Manufacturer narrative:
The returned device was its first time in for service after 1 year in the field and the reported could not be confirmed but suspected the customer's concern is part of normal operation of the monitor plus evidence of housing damage were present. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device manufactured in 2019. D5 is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is displaying error message "service error". No patient injury was reported.